Event description:
It was reported that on (B)(6) 2011, 3 electrode channels were in status hi, on (B)(6) 2011, 11 electrode channels were in status hi. The hearing performance has decreased. No trauma was reported. A CT scan shows the electrode array placed inside the cochlea. The cochlea has no ossification. Testing carried out on (B)(6), 2011 shows 10 electrode channels in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis wil be submitted as a follow up report.